Event description:
The lay reporter contacted lifescan (lfs) in 2005 alleging that the pt's meter was set to the incorrect unit of measurement (uom). The medical affairs specialist (mas) mailed a letter since the pt could not be reached by telephone for further clarification. The reporter mentioned that the pt tests his blood glucose twice a day and was unable to get the meter to work one day earlier. Since he was unable to get the meter to work he went to the ER where his blood glucose was 360 mg/dl in the lab and was treated with insulin and oral medications. The user mentioned that the meter was previously set to the correct uom and the pt does not recall recently going into the meter settings and changing the uom. Customer care agent (cca) sent the pt replacement products. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident, what his reading was prior to going to the hosp, symptoms and how long the meter may have been set to the incorrect uom.